Event description:
A literature article (furlan jc et al. Use of osteogenic protein-1 in patients at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and ragiographic fusion. J neurosurg spine 2007;7:486-495) contained a report of a female who experienced a broken screw unilaterally with some asymmetry of the overall alignment but no progression, after receiving op-1 putty for an unspecified spinal fusion. Her pre-operative diagnosis included advanced spondylolisthesis, osteoporosis, sever lumbar kyphosis, and a previous attempt at fusion. The patient received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. No treatment was required. An outcome was not provided. The authors concluded that there were no apparent adverse effects related to use of op-1 putty. Additional information has been requested.